Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with severe lumbar spondylosis, lumbar radiculopathy, synovial facet joint cyst formation, herniated nucleus pulposus l5-s1, lumbar stenosis, degenerative disk disease, failure of conservative treatment and underwent the following procedures: midline posterior approach lumbar spine; posterior segmental instrumentation and fusion l4 to s1, synthes pangea titanium hardware; de-compressive laminectomy l4-l5, partial s1; bilateral foraminotomies l4, l5 and s1 bilaterally; transforaminal posterior lumbar inter-body fusion l4-l5, l5-s1, with synthes mtf allograft inter-body luminary spacers plus bmp and intergro dbx both at l4-l5 and l5-s1, 12 mm graft l4-l5, 10 mm graft l5-s1; postero-lateral fusion, combination of locally morselized autograft and v-tossed beta tricalcium phosphate graft extended plus; trans-pedicular bone marrow aspiration which was obtained from four trans-pedicular bone marrow aspirations. As per-op notes, ¿..there were extensive facet joint cysts or synovial cyst formation at both l4-l5 and l5-s1. It was much severe at l5-s1. The lateral gutters were dissected to expose the l4-l5 transverse process and sacral ala. The midas-rex was used to drill into the pedicle and vertebral body bilaterally and pedicle finder used to cannulate the vertebral body at l4, l5 and s1 bilaterally. Transpedicular bone marrow aspirations were obtained from all of the tracts. The tracts were tapped with a 6mm tap bilaterally at l4-l5 and 7 x 50 mm titanium screws were placed bilaterally at l4-l5 after the l4-l5 transverse processes were decorticated. At s1, the inferior portion of the l5 or inferior facet was removed. The pedicle was palpated from within the spinal canal. An 8 x 45 mm screw was placed bilaterally after the tracts were tapped to 7 mm diameter. The spinous processes of l4 or at least the inferior portion of l4, the entire l5 spinous process and the superior portion of the s1 spinous process was removed. The inferior facet of l4 was removed bilaterally between the l4-l5 screws as well as the inferior facet of l5 bilaterally. The lamina was then removed. The spinal canal and underlying dura from l4 to s1 was exposed. The pars inter-articulars was removed or resected bilaterally to visualize the l5-s1 roots to the transverse foraminal ligament. The dura was de-compressed¿..a standard trailing of the disk space was performed and a 12 mm synthes mtf allograft luminary inter-body spacer selected, impacted bmp and impacted down the annulotomy until it was just posterior to the anterior longitudinal ligament and in the midline inder anterior posterior fluoroscopy. The posterior disk space was irrigated with anti-biotic impregnated saline and packed and the annulotomy sealed. A similar inter-body fusion and discectomy were performed at l5-s1 via right-sided annulotomy under direct visualization of the l5-s1 roots. A 10mm synthes allograft luminary inter-body spacer selectively packed with bmp and impacted into place similar to the l4-l5 disk space until it was just posterior to the anterior longitudinal ligament and the posterior disk space packed with intergro dbx and the annulotomy sealed with surgiflow.a standard synthes 6 mm hard rods were contoured to recreate lumbar lordosis and attached to the segmental fixation from l4 to s1. The l4 screws were tightened with sequential compression of the l5 screws to l4 performed and those tightened and then the s1 and l5. Once the bone graft was placed, the trans-connector was placed at the l4-l5 level for rotational stability of the rods¿¿ there were no patient complications. On (B)(6) 2009: the patient was discharged. On (B)(6) 2009: the patient presented for an office visit status post fusion. The x-ray of the patient showed no evidence of definitive fracture in the l4 to sacral instrumentation. On (B)(6) 2009: the patient presented with the following diagnoses: overdose on narcotics and benzodiazepines; acute renal failure; altered mental status due to overdose; urinary tract infection; anemia. She underwent x-rays of the chest. Impression: left linear basilar atelectasis, otherwise stable. She also underwent CT of brain due to confusion and disoriented. Impression: normal non-contrast head CT. On (B)(6) 2009: the patient was referred for a psychological evaluation after her admission due to overdose of pain medications. Impression: cognitive disorder nos; panic disorder. On (B)(6) 2009: the patient was discharged with medications. On (B)(6) 2009: the patient underwent CT of lumbar spine due to low back pain and status post fusion. On (B)(6) 2009: the patient presented for an office visit. On (B)(6) 2009: the patient presented for office visit. The radiographic study indicated that there was lucency between the endplates of the l5-s1 graft. On (B)(6) 2009: the patient presented for an office visit for follow-up. The x-rays indicated posterior pedicle screw instrumentation l4 to s1 with trans-foraminal lumbar inter-body grafting of l4-l5 and l5-s1. There was no evidence of hardware failure or implant migration. There did not appear to be a significant amount of bone in the lateral gutters. On (B)(6) 2009: the patient presented for an office visit for follow-up. The patient was diagnosed with spinal lumbar fusion. The anterior posterior and lateral spine x-rays with flexion and extension views indicated stable implants l4 to s1 with no evidence of hardware failure. On (B)(6) 2009: the patient underwent CT of lumbar spine due to low back pain. Impression: plif, l4 through s1. No incorporation of morcellized fusion bone. No evidence of hardware break or loosening. Healed t4 transverse process fractures. No significant bony canal or foraminal narrowing through those levels. Cannot exclude dural sac compromise or nerve root compression by soft tissues due to the post-operative findings and artifact created by the effusion hardware; l3-l4 degenerative changes with mild/moderate central canal and sub-articular recess narrowing and no evidence of significant foraminal narrowing; facet arthrosis in the upper thoracic spine but no canal or foraminal stenosis. On (B)(6) 2009: the patient presented for an office visit status post fusion. On (B)(6) 2009: the patient presented for an office visit due to low back pain. On (B)(6) 2010: the patient was admitted to the emergency department with multiple complaints including back pain. Clinical impression: chest pain; back history; history of degenerative disk disease; mild hypokalemia. On (B)(6) 2010: the patient was discharged. On (B)(6) 2010: the patient presented with pain inside the breast. The right one felt heavier than the left. Impression: breast mass. On (B)(6) 2011: the patient underwent x-rays of the chest due to breast surgery. Impression: no evidence of acute cardiopulmonary disease. On (B)(6) 2011: the patient was presented with the chief complaint of right breast mass and abnormal mammogram. She underwent the following procedure: ultrasound guided needle localization excision. No patient complications were reported. On (B)(6) 2011: the patient was presented with the chief complaint of breast cancer. Impression: invasive lobular breast cancer. She underwent the following procedure: wide excision of right breast mass and sentinel node biopsy right axilla. No patient complications were reported. On (B)(6) 2011: the patient was admitted for sleep study. Interpretation: no evidence of significant sleep apnea; no tachy/brady with just a few pacs; no nocturnal hypoxemia; body posture does not play a role in this study in that more events occurred in the supine associated position. She also complained of sharp pain in the breast. On (B)(6) 2011: the patient presented for an office visit to consult for breast cancer. Impression: ¿ER¿ positive, ¿her2¿ negative, invasive lobular breast cancer grade 1. On (B)(6) 2011: patient under went x-rays of the chest. Impression: no evidence of acute cardiopulmonary disease. On (B)(6) 2011: patient presented for office visit for medical evaluation and management. Impression: right breast cancer. Invasive lobular carcinoma right breast. Uncontrolled hypertension. Type ii diabetes. Deep venous thrombosis prophylaxis. Provisional diagnosis: carcinoma of right breast. Procedure: wide local excision and axillary dissection with port-a-cath placement. Patient under went ¿post line chest ap/pa¿. Impression: left port-a-cath. Status post right breast surgery. No other acute change. On (B)(6) 2011: patient presented for office visit. Diagnosis: malignant neoplasm breast, lumbosacral disc degeneration, esophageal reflux, pure hypercholesterolemia. On (B)(6) 2011: the patient was discharged. On (B)(6) 2011: the patient underwent bone imaging of whole body due to history of breast cancer. Impression: possibly one area of abnormal bracer accumulation in t10 and the right iliac bone. The CT of abdomen, pelvic and thorax indicated: small left lower lobe lung nodule; multiple sclerotic lesions in the vertebral bodies and bony pelvis, both thoracic and lumbar but probably more so in the lumbar spine. They are all very small, the largest being 11 mm and that is larger than most of them. On (B)(6) 2011: the patient underwent MRI of lumbar spine due to low back pain with occasional radiation into the bilateral lower extremities. Impression: interval l4-s1 hemi-laminectomy and posterior fusion with resection of previously visualized superiorly dissecting right sub-articular disc extrusion with decrease in mass effect on descending right s1 nerve root; however, there is suggestion of a residual/recurrent small right sub-articular disc protrusion contacting and mildly posteriorly displacing the descending right s1 nerve root; interval progression of moderate l3-l4 spondylosis and facet joint arthrosis contribute to interval development of mild bilateral neural foraminal stenosis and moderate acquired central spinal canal stenosis at this level; interval development of multi-focal hypo-intense lesions throughout the lumbar, sacral and visualized thoracic spine corresponding to sclerotic lesions demonstrated on recent CT was worrisome for diffuse osseous metastatic disease. On (B)(6) 2011: patient under went CT of skull base to mid-thigh. Impression: CT demonstrating indeterminate, heterogeneous osseous act ivity pattern; osseous metallic disease suspected; heterogeneous activity pattern involving the liver etiology indeterminate, early metastatic disease not excluded; infusaport catheter positioning as detailed above with tip no longer positioned in the ¿svc¿ as de monstrated by the recent radiographic examination; hypo-densities within an enlarged thyroid gland although no definite abnormal hyper-metabolic activity. On (B)(6) 2011: the patient presented f or an office visit for evaluation of some suspicious findings of MRI which showed multiple spotty changes throughout the lumbar spine and sacrum concerning for possible metastatic disease. There were equivocal findings on pet scan and bone scan. On (B)(6) 2011: the patient presented for an office visit and underwent kypho biopsy t12, l2, l5 and was diagnosed with vertebral neoplasm. On (B)(6) 2011: the patient presented with status post l4-s1 posterior segmental instrumentation with recent diagnosis of breast cancer, status post right lumpectomy with possible metastasis to the spine and underwent the following procedures: five biopsies were performed in total: 1 at l1, 2 at l2, and 2 at l3; two-level kyphoplasty at l2 and l3 performed with cement augmentation with cortoss. The patient was discharged. The physical examination of the patient indicated metastatic thoracolumbar sacral disease. On (B)(6) 2011: patient under went two view chest. Impression: no evidence of an acute cardiopulmonary process. Left port-a-cath catheter tip projects over the medial aspect of the left clavicle presumably within the left internal mammillary vein and should be repositioned. On (B)(6) 2011: the patient presented for an office visit post biopsies and kyphoplasty. The x-rays indicated post-operative kyphoplasty at l2 and l3 with post-operative fusion l4 to s1. There was no evidence of complicating features. On (B)(6) 2011: patient under went chest pa/ap. Impression: no evidence of acute disease. Patient also underwent ¿post line chest ap/pa¿. Impression: no evidence of pneumothorax status post line placement. Otherwise stable chest. On (B)(6) 2011: patient presented for office visit with malfunctioning left port-a-cath. Patient was diagnosed with abnormal electrocardiogram. Malignant vascular device, malign neoplasm breast. Impression: malfunctioning left port-a-cath. Pre-op diagnosis: malfunctioning left port-a-cath. Procedure: left port-a-cath removal and new left port-a-cath placement. On (B)(6) 2011: patient under went CT chest/abdomen/pelvis. Impression: multiple thyroid nodules are stable. Probable fatty infiltration of liver. Small right renal cyst. Multiple sclerotic lesions diffusely through the visualized bony skeleton which are without significant interval change. There are no lytic components currently identified. On (B)(6) 2011, (B)(6) 2012: patient presented for office visit for therapeutic drug monitoring. (B)(6) 2011, (B)(6) 2012, (B)(6) 2013: the patient presented for an office visit for follow-up. On (B)(6) 2011: patient presented for office visit for therapeutic drug monitoring with chest pain. Patient under went examination for spot urine albumin-to-creatinine ratio. Clinical impression: chest pain of unclear etiology. Patient under went x-rays of the chest. Impression: stable chest x-ray and no evidence of new abnormalities or significant interval change. On (B)(6) 2012: the patient presented for an office visit for follow-up with complaints of aches and pain, sinus headaches, body aching. On (B)(6) 2012, (B)(6) 2013: the patient presented for an office visit for chemo-therapy due to breast cancer. The musculoskeletal study indicated left shoulder limited range of motion and pain with flexion/extension. The patient also reports some arthritis pain in back and shoulders. On (B)(6) 2012: the patient underwent CT of chest, abdomen, pelvic and thorax due to breast cancer. Impression: multiple stable bony metastatic lesions; stable thyroid nodules; stable fatty infiltration of the liver with a tiny probable cyst; stable peri-vascular hazy opacities. There is a tiny right upper lobe nodule and a more well-defined left lower lobe nodule which are stable as well. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: patient presented for office visit with joint pain left leg, joint pain-up/arm and joint pain-shoulder. Clinical impression: right knee pain, left knee pain, right wrist pain, left wrist pain, right shoulder pain, status post fall. Ros: musculoskeletal: patient states she fell yesterday and hurt her knees bilateral and left arm. Patient under went right shoulder 3 views. Impression: degenerative osteoarthritis. No evidence of fracture or dislocation. Patient also under went left wrist 5 views. Impression: unremarkable left wrist. Patient also under went right wrist 3 views. Impression: unremarkable right wrist. Patient also under went bilateral knees 5 views. Impression: unremarkable without evidence of fracture or dislocation. On (B)(6) 2012: patient presented for office visit. On (B)(6) 2012: the patient presented with chest pain and diabetes. The patient was diagnosed with: pleuritic chest pain; metastatic breast cancer; type ii diabetes mellitus; hypertension; gastroesophageal reflux disease; degenerative disc disease. The patient underwent chest posterior, anterior and lateral views due to chest pain. Impression: no evidence of acute cardiopulmonary disease. The patient also underwent CT angiography test. Impressions: no cta evidence of pulmonary embolus; cardiomegaly; numerous small sclerotic lesions representing bone islands and/or metastatic disease. The patient was admitted to hospital. On (B)(6) 2012: the patient presented for evaluation of breast cancer. The patient underwent CT of chest. Impression: pleuritic chest pain. It could be musculoskeletal or could be related to the bone metastases; metastatic breast cancer which is hormone positive. The patient underwent lexiscan ECG stress test. Findings: there was no significant change in heart rate or blood pressure other than transient mild changes. The patient had no chest pain or significant EKG changes during the infusion. Correlation with myocardial perfusion images is recommended. The patient underwent 2d echo complete. Impression: left ventricular hypertrophy with normal left ventricular ejection fraction and minimal aortic valve regurgitation. The patient also underwent nm spect cardiolite rest, stress. Impression: no significant myocardial ischemia or scar; normal left ventricular wall motion with no significant segmental wall motion abnormality and with normal left ventricular ejection fraction on the stress gated images. On (B)(6) 2012, (B)(6) 2013: the patient presented for office visit for review of long term medications and underwent spot urine total protein exam and urinalysis. On (B)(6) 2012: the patient presented for an office visit with complaint of cold. On (B)(6) 2012: the patient presented for an office visit to get the treatment on the clinical trial. On (B)(6) 2012: the patient underwent CT of chest, abdomen, pelvic and thorax due to breast cancer. Impression (CT of chest): stable thoracic products lesions presumably representing metastatis. Impression (CT abdomen): no evidence of adenopathy. Stable sclerotic vertebral lesions. Impression (CT pelvis): stable sclerotic lesions. On (B)(6) 2013: the patient presented for office visit due to chest pain, nausea, upper abdomen hurts and out of breath. The patient underwent CT angiography test. Impression: no CT evidence for pulmonary embolus; linear radiodense foreign body within the right ventricular cavity suspicious for a fractured catheter fragment; right lumpectomy and axilliary lymph node dissection with stable sclerotic osseous mataslases; bilateral thyroid nodules; mosaic attenuation of the lung in expiration may indicate small airways disease. The patient was diagnosed with esophageal reflux, hypertension, chest pain and pure hypercholesterolemia. The patient underwent chest x-ray of chest. Impression: nodular opacity projected in the right lung base; otherwise no evidence of acute cardiopulmonary disease. The patient underwent CT of chest due to chest pain. Impression: there is no evidence of pulmonary embolism. No evidnce of dissection; trace fluid in esophagus can be seen with reflux; areas of very minimal bronchial wall thickening with minimal mucus opacification; radiodensity with reconstruction artifact in the right ventricle may represent broken catheter fragment. On the topogram images, the catheter appears slightly foreshortened. On (B)(6) 2013: the patient underwent CT of chest, abdomen, pelvis and thorax due to breast cancer. Impression: stable tiny hepatic lesion likely a cyst; diffuse sclerotic metastatic lesions; fatty infiltration of the liver. On (B)(6) 2013: the patient presented for office visit due to chest pain, nausea, upper abdomen hurts and out of breath. On (B)(6) 2013: the patient underwent CT of chest, abdomen, pelvis and thorax due to breast cancer. Impression: stable body CT. On (B)(6) 2013: patient presented for follow up. Patient does have joint pain left shoulder and low back due to djd and bone metastasis. Patient joint pain and stiffness. Assessment: htn, ddd (lumbosacral/lumbar), dm type 2, breast cancer. On (B)(6) 2013: patient presented for office visit and complains of unable to sleep at night. Patient complains of shortness of breath at night. Patient complains of dysuria with lower abdominal pain and urinary frequency. Patient has joint pain. Assessment: ¿osa¿, ¿uti¿, ¿htn¿, ¿djd¿. On (B)(6) 2013: the patient presented for office visit. On (B)(6) 2013: the patient underwent CT of abdomen, pelvic and thorax due to breast cancer. Impression: stable body CT. On (B)(6) 2013: the patient presented for an office visit for follow up of the scans under treatment of breast cancer and sleep study. The musculoskeletal study indicated left shoulder limited range of motion and pain with flexion/extension. On (B)(6) 2013: patient presented for office visit. Patient has joint pain. Assessment: djd(multi sites), htn, hypercholesterolemia, dm. On (B)(6) 2013: the patient presented for office visit for obstructive sleep apnea. On (B)(6) 2013: the patient presented for an office visit for follow-up. The patient presents for re-evaluation of therapy and/or disease related problems. The musculoskeletal study indicated left shoulder limited range of motion and pain with flexion/extension. On (B)(6) 2013: patient presented for office visit and complains of low back pain and muscle spasms. Patient has joint, back and bilateral hip pain. Patient has limited range of motion, lumbar spinal tenderness. Has crepitus both knees. Assessment: hypertension, lower back pain, diabetes mellitus, degenerative disc disease lumbosacral/lumbar. On (B)(6) 2014: patient presented for office visit with mild cad on cardiac cath. Patient states going to lmh for chest pain where patient was diagnosed with mi. Review of systems : patient has joint pain as well as back, bilateral knee and bilateral hip pain. Patient has limited range of motion, lumbar spinal tenderness. Has crepitus both knees. Assessment: hypertension, breast cancer, diabetes mellitus type 2, mild cad with atypical cp,ddd(lumbar/lumbosacral), spinal stenosis. On (B)(6) 2014: patient presented for office visit and complains of elevated bp, weakness, fatigue, sweatiness and pain all over body. Assessment: hypertension, ddd lumbosacral, breast cancer, weakness due to metastatic breast ca, uncontrolled htn, metastatic breast cancer to bones with bone pain. On (B)(6) 2014: patient presented for follow up and complains of acid reflux. Patient states having issues with heartburn and bp running low. Assessment: hypotension, spinal stenosis, breast cancer, diabetes mellitus. On (B)(6) 2015: patient presented for follow up of ¿djd¿, ¿htn¿, ¿dm¿, hypercholesterolemia and right breast ca w/metastasis to spine and right clavicle. Assessment: hypertension, diabetes mellitus, breast cancer, hypercholesterolemia. On (B)(6) 2015: patient presented for office visit with chief complaint of low back pain. Patient has joint pain. Assessment: lower back pain, lumbosacral region degenerative disc disease, breast cancer, diabetes mellitus type 2.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion surgery l4 to s1 using rhbmp-2/acs on (B)(6) 2009. The patient post-operative period was marked by increasing pain, a failure of her hardware, and the onset of a cancer. Approximately six months after her spinal fusion, the patient underwent a mastectomy. A CT study taken (B)(6) 2011 found mutifocal subcentimeter hypointense lesions scattered throughout the lumbar visualized thoracic and sacral spine. After biopsy, these were identified to be metastatic, malignant cancer cells. Seventeen days after the patient's surgery, her physician observed that here c-reactive protein is quite high. Approximately six months after the patients surgery, her surgeon noted the CT scan showed incomplete incorporation of the interbody grafts with endplated resorption most likely related to her fusion at l4-l5. The patient suffered a severe inflammatory response leading to a resorption reaction and a failure of the fusion hardware, leading to a non-union.

Event description:
It was reported that on: (B)(6) 2011: patient presented for an office visit for evaluation of breast cancer. On (B)(6) 2011: patient to the clinic for follow-up of cancer and re-evaluation of disease status. On (B)(6) 2011: patient presented for chemo infusion. On (B)(6) 2011: patient presented with full body bone imaging. Impressions: previous lumbar fusion. Probable arthritic changes in the shoulders, knees and feet. Patient also under went CT chest/abdomen/pelvis. Impressions: fatty liver. Right renal cyst. On (B)(6) 2011: patient under went CT chest/abdomen/pelvis. Impressions: stable bony metastasis. On (B)(6) 2011: patient presented with a total body bone imaging. Impression: normal bone scan. On (B)(6) 2011: patient also presented with a total body bone imaging. Impression: stable bone scan. On (B)(6) 2011: patient also presented with CT scan of abdomen, pelvis and thorax. On (B)(6) 2012: patient presented with a total body bone imaging. Impression: normal bone scan. On (B)(6) 2012: patient presented with a total body bone imaging. Impression: normal bone scan. Patient also presented with CT scan of abdomen, pelvis and thorax. Impressions: stable bony metastatic lesions. Tiny nodule right upper lobe retrospectively was present on the multiple prior studies and was stable. Stable right renal cyst and fatty infiltration of the liver. On (B)(6) 2012: patient presented for office visit with chief complaint of cancer of right female breast. Patient got re-evaluation of therapy. Patient reported of continuing night sweats and low back pain. Patient asked for medication refill. Comment: lobular cancer of the right breast, hypertension. On (B)(6) 2012: patient also underwent a total body bone scan. Impressions: stable bone scan. On (B)(6) 2012: patient presented for office visit with chief complaint of cancer of right female breast. Patient got re-evaluation of therapy. Patient reported of continuing night sweats and low back pain. Patient asked for medication refill. Comment: lobular cancer of the right breast, hypertension. On (B)(6) 2013: patient presented for office visit with chief complaint of cancer of right female breast. Patient got re-evaluation of therapy. Patient reported of continuing night sweats and low back pain. Patient asked for medication refill. Comment: lobular cancer of the right breast, left shoulder pain, hypertension. On (B)(6) 2013: patient presented with x-ray of shoulder due to pain. Impressions: mild degenerative changes in the acromioclavicular joint. On (B)(6) 2013: patient also presented with an office visit and asked for medication refill. On (B)(6) 2013: the patient presented for chemo therapy. Patient also had some drainage from the upper jaw right side for last 2 weeks. On (B)(6) 2013: patient presented with total body bone imaging. Impressions: probable arthritic changes non-significantly change. Patient also presented with CT of chest, abdomen and pelvis. Impressions: no significant change. On (B)(6) 2013: patient presented with an office visit and asked for medication refill. On (B)(6) 2014: patient presented with an office visit and asked for medication refill. On (B)(6) 2014: patient presented with CT scan of chest, abdomen and pelvis with contrast. Impressions: stable thyroid nodules. Stable hepatic lesion may represent a cyst. Stable right renal cyst. Diffuse small osseous metastatic lesions which are stable. On (B)(6) 2014: patient presented for office visit with chief complaint of cancer of right female breast. Patient got re-evaluation of therapy. Patient reported of continuing night sweats and low back pain. Patient asked for medication refill. Comment: lobular cancer of the right breast, left shoulder pain, hypertension. On (B)(6) 2014: patient presented with a CT of chest with contrast. Impressions: slightly improved groundglass opacities. On (B)(6) 2014: patient was admitted to the hospital and appeared for a consultation on (B)(6) 2014 for breast cancer management. Impressions: patient presented for routine labs and reported earlier chest pain. Had an abnormal electrocardiogram with some ischemic changes and was sent to the hospital for admission. Regular follow-up visits were recommended. On (B)(6) 2014: patient presented for a total body bone imaging and CT of abdomen, pelvis and chest. Impression: no significant changes. On (B)(6) 2014: patient presented with total body bone scan. Impressions: probable degenerative changes in spine and multiple joints not significantly changed. On (B)(6) 2014: patient presented with total body bone scan. Impression: stable multifocal abnormal skeletal uptake. Pattern and distribution appears to better correlate with degenerative findings of spondylosis. On (B)(6) 2015: patient presented for office visit with chief complaint of cancer of right female breast. Patient got re-evaluation of therapy. Patient reported of continuing night sweats and low back pain. Patient asked for medication refill. On (B)(6) 2015: patient presented with a full body bone scan due to history of breast cancer. Impressions: no significant change. On (B)(6) 2015: patient presented with a CT of abdomen, chest and pelvis. Impression: no significant change. On (B)(6) 2015: patient presented with an office visit and asked for medication refill. On (B)(6) 2015: patient presented with a full body bone imaging. Impressions: stable bone scan aside from a small focus of increased activity along the superior aspect of the right sacral ala which was more intense. Patient also underwent a CT of chest abdomen and pelvis. Impression: stable chest, abdomen and pelvis. On (B)(6) 2015: patient presented with CT of abdomen, pelvis and thorax with contrast. Impressions: numerous sclerotic metastases scattered throughout the skeletal system, without significant interval change since the previous study. Overall stable CT of the chest, abdomen and pelvis. Cholelithiasis. On (B)(6) 2015: patient presented with an office visit and asked for medication refill. On (B)(6) 2015: patient presented with whole body bone imaging. Impressions: multiple bone metastasis combined with degenerative change corresponding to the findings on the CT. Patient also presented with CT of abdomen and pelvis due to history of breast carcinoma. Impressions: presence of a small right pleural effusion. Evidence of some atelectatic/ fibrotic change in this region. Presence of linear density in the anterior aspect of the left lung base with an associated focal component. A follow-up exam was recommended. Continued evidence of cholelithiasis. Presence of a focal low density area within the right kidney. Presence of multiple focal sclerotic/ blastic osseous lesions. On (B)(6) 2016: patient presented for a full body bone imaging due to breast cancer. Impressions: abnormal radiotracer activity within the facets of the thoracic and lumbar spine. Abnormal radiotracer activity involving the left seventh rib and the medial aspect of the right ileum. On (B)(6) 2016: patient presented with a CT of chest, abdomen and pelvis with contrast. Impressions: improved 6 mm indistinct nodule in the lingual with associated atelectasis, otherwise stable chest. Stable diffuse blastic axial skeletal metastases. On (B)(6) 2016: patient presented for office visit with chief complaint of cancer of right female breast. Reportedly, patient had spasms on the side and the back, and had back pain. On (B)(6) 2016: patient presented for office visit with chief complaint of pain behind the left knee. On (B)(6) 2016: patient presented with a whole body bone imaging due to right breast carcinoma. Impressions: no significant change compared to (B)(6) 2016. On same day, patient also presented with a CT of abdomen, pelvis and thorax with contrast due to breast cancer. Impressions: decrease in lingular nodule, otherwise no significant change. On (B)(6) 2016: patient presented with follow-up visit for cancer of right female breast. Impressions: lobular cancer of the right breast s/p lumpectomy and alnd with t2 (3.1 cm) n1a mx ER positive her2 negative disease s/p reexcision in (B)(6) 2011 still margins being positive. Has vertebral mets confirmed in (B)(6) 2011. Mild cad diagnosed june on cath. Hypertension- likely related to bevacizumab. Proteinuria related to bevacizumab. Back pain due to bone mets/ muscle spasm. Ckd stage 3.

Event description:
It was reported that on (B)(6) 2009: the patient was discharged. Diagnosis: low back pain radiating to right leg, lumbar spinal fusion, intervertebral disc displacement, degenerative lumbar spinal stenosis, hypertension, gastroesophageal reflux disease, diabetes. On (B)(6) 2009 the patient was presented for office visit with low back pain and right buttock and radiating leg pain into an s1 distribution. She had more leg pain than back pain. She had significant degenerative disc disease. On (B)(6) 2009: the patient underwent CT of lumbar spine due to low back pain and status post fusion. Impression: plif from l4-s1 with intact hardware. No hardware complications. Bilateral l4 transverse process fractures are likely postsurgical in origin. Query previous l3-4 laminotomies. Very small right foraminal disc protrusion at this level without focal neural impingement. On (B)(6) 2009: the patient presented for an office visit. The patient reported low back pain and right leg pain. On (B)(6) 2009 the patient was presented for office visit with back pain. Assessment: radiculopathy, spinal stenosis, hypertension, "djd," constipation. On (B)(6) 2009, the patient was presented for office visit with back pain. Diagnosis: hypertension, low back pain, depression, "djd," spinal stenosis. On (B)(6) 2009 the patient was presented for office visit with hypertension, diabetes. Assessment: radiculopathy, spinal stenosis, hypertension, "djd." On (B)(6) 2009 the patient was presented for office visit with follow up on hypertension, degenerative disc disease. Assessment: radiculopathy, spinal stenosis, hypertension, "djd." On (B)(6) 2010: patient got admitted in the hospital with pre-op diagnosis of right breast cancer. Patient underwent the following procedures: left port-a-cath placement, wide excision of the right breast biopsy site, right axillary dissection. Reportedly, the patient tolerated the procedure well and returned to the recovery room in good condition. On (B)(6) 2010 the patient was presented for office visit with degenerative disc disease with disc herniation, spinal stenosis, high blood pressure and pain. Assessments: degenerative disc disease with disc herniation and pain and spinal stenosis. High blood pressure. On (B)(6) 2011: patient was seen in the office in follow-up for her right breast biopsy. On (B)(6) 2011: patient was seen in the office in follow-up for the wide excision of the right breast cancer. Reportedly, her pathology showed residual carcinoma of at least 1 cm with extension to 1 margin. On (B)(6) 2011: patient was seen in the office in follow-up for the wide excision of the right breast mass with axillary dissection and left port-a-cath placement. Patient reported having a little bit of drainage from her port-a-cath site 2 days ago. On (B)(6) 2011: patient underwent x-ray of chest 2 views (pa and lateral). Impression: no acute cardiopulmonary disease. Malpositioned left ij implanted chest port. Surgical revision/ replacement of the left ij port recommended. On (B)(6) 2011: patient presented for follow-up of her x-ray study of left port-a-cath.

Event description:
It was reported that on: (B)(6) 2013, patient presented in emergency department with complaint of frontal ha, sinus congestion, coughing, sneezing and aching all over after getting caught in rain on christmas eve. Patient underwent x-ray of chest impression: cardiomegaly and clear lungs. On (B)(6) 2014, the patient was presented for office visit with cough, nasal drainage, body aches, lower abdominal pain and headache. Impression: acute gastroenteritis, abdominal pain, metastatic bone lesions. The patient underwent x rays of the abdomen. Impression: unremarkable abdomen. No evidence of acute cardiopulmonary disease. The patient also underwent CT scan of the abdomen and pelvis due to abdominal pain. Impression: stable small subcentimeter hepatic lesion. Right renal cyst. Stable small osseous metastatic lesions. Hysterectomy. On (B)(6) 2014: the patient underwent total body bone scan. Impression: probable degenerative changes in the spine, hips, knees and ankles. Otherwise no evidence of metastatic disease. On (B)(6) 2014: the patient was presented for office visit. Admission diagnosis: chest pain, abnormal EKG, hypertension, type 2 diabetes mellitus, anemia, metastatic breast cancer. Impression: chest pain with abnormal EKG, uncontrolled hypertension, type 2 diabetes mellitus, metastatic breast cancer, unstable angina. On (B)(6) 2014, the patient was presented for office visit with unstable angina, ischemic EKG changes, hypertension, metastatic breast cancer, diabetes and chest pain. Impression: unstable angina with acute ischemic EKG changes. Metastatic breast cancer. Hypertension. Type 2 diabetes mellitus. On (B)(6) 2014, the patient was presented for office visit. Impression: chest pain, unstable angina status post cardiac catheterization. Mild coronary artery disease by catheterization report. Elevated urine protein to creatinine proteinuria. History of breast cancer, currently on (B)(6) trial. On (B)(6) 2014, the patient was presented for office visit. Diagnosis: chest pain, coronary atherosclerosis of native coronary, intermed coronary syndrome, hypertension, hypercholesterolemia, proteinuria, anemia, cervical disc degeneration, lumbosacral disc degeneration. On (B)(6) 2014: the patient presented for follow up for beast cancer. (B)(6) 2014: the patient presented with ¿malignant neoplasm of breast¿ and ¿urine tract infection.¿ on (B)(6) 2014, the patient presented for reevaluation of therapy and/or disease related problems. On (B)(6) 2015, the patient presented for reevaluation of therapy and/or disease related problems on (B)(6) 2015, the patient presented with chest pain. Chest x-ray was unremarkable . Final diagnosis : acute chest pain. Shortness of breath. On (B)(6) 2015, the patient presented with total body bone scan. Impression: stable multifocal uptake of the spine and right sacrum, likely consistent with skeletal metastases given findings of multiple sclerotic lesions on CT. On (B)(6) 2015, the patient presented with complaint of sharp pain in back and difficulty in breathing. Patient also had complaint of right side and chest pain. Impression from chest x-ray : stable chest. No evidence of an acute cardiopulmonary process. CT of chest indicated ¿no evidence of pulmonary embolism. Cardiomegaly. Stable low attenuating lesions within the thyroid. Stable osseous metastatic disease.¿ after complaint of shortness of breath on (B)(6) 2016, patient presented for follow-up of cancer of right female breast. Patient underwent MRI of brain with and without contrast to evaluate metastatic disease. Impression: no acute intracranial abnormality; chronic small vessel ischemic changes. On (B)(6) 2016, patient presented for follow-up on MRI of brain. Patient reported veering off to one side while walking for last few days and some burning in ears. Patient underwent MRI of lumbar spine w wo contrast. Clinical: low back pain, lower extremity weakness, history of breast cancer. Impression: l4-s1 fusion with adjacent segment degenerative changes associated with spinal stenosis l2-3 and l3-4; no MRI evidence for metastatic disease to the lumbar region.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 1988: the pyelogram of the patient indicated: normal upper urinary tracts bilaterally. Slight enlargement of the uterus. On (B)(6) 1988: the patient presented for an office visit and underwent physical examination. Assessment: uterine fibroid. Menometrorrhagia. On (B)(6) 1988: the patient was admitted to the hospital. Diagnoses: uterine fibromyomats and menometrorrhagia. Discharge diagnosis: tubal endometriosis, myomats, abnormal uterine bleeding, oysmenorrhea, anemia